Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas,and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the lv. In addition, the apical cuff update addendum explains the changes to the original implantation procedures and techniques for the updated apical cuff, as well as additional cautions related to the updated apical cuff. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 0 years, 0 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that there was bleeding between the hm3 apical cuff and the hm3 pump during implant surgery. It was noted that the bleeding was most likely due to the angle of the device and because the anatomy of the chest wall and heart position. Additional black sutures were placed on the metal struts of the apical cuff. These sutures were tied across the middle of the pump to pull the apical cuff towards the device causing the apical cuff to be closer to the device. Bleeding was stopped and patient had no more reported issues. No additional information was provided.

Manufacturer narrative:
No further in formation provided. The manufacturer is closing the file on this event.